Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (will not power up) was confirmed. Upon investigation the battery charger was unable to charge a battery pack. The failure was due to insect contamination on the battery board. The root cause for the contamination was ingress of insects. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger would not power on.